Event description:
It was reported that at the patient¿s follow-up visit a week post implant the right ventricular (rv) lead¿s intrinsic r-wave measurement had significantly declined. The lead was explanted and replaced with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)